Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform displacement test due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads.

Event description:
It was reported that the insulin pump had cracks at the battery compartment. Blood glucose was not provided at the time of the incident. The insulin pump will be returned for analysis.